Manufacturer narrative:
(B)(4).

Event description:
A manufacturing representative and health care provider (hcp) reported that an out of regulation (oor) error code was displayed on a clinician programmer and patient programmer during the patient¿s office visit. The oor was displayed when the implantable neurostimulator (ins) was interrogated. The patient¿s tremor had gotten worse since (B)(6) 2016, but the patient had difficulty controlling their tremor since (B)(6) 2015. The manufacturing representative stated it was not clear how the stimulation was on or providing good therapeutic effect. There were no falls or trauma related to the issue. The ins was programmed in voltage mode. Therapy impedances were checked and they were measured to be 543 ohms on the left side and 724 ohms on the right side. Electrode impedances were measured and they were within normal range. Impedances were tested in many positions and they stayed reasonable in all measurements. The manufacturing representative wanted to know if the patient¿s pacemaker may be causing the oor message. There was 12.4 cm between the ins and pacemaker. The manufacturing representative did not believe the pacemaker was the cause. The left side was programmed to c+, 0-, 1- at 3v, 90 usec, and 180 hz. The right side was programmed to c+, 8- at 3.3v, 90 usec, and 180 hz. The ins battery voltage was at 2.78v. The ins was estimated to reach elective replacement indicator (eri) at 19.44 months and end of service at 22.44 months. During programming, the patient experienced paresthesia in their hand, which was normal. Since implant the patient had been difficult to program. After the patient would be programmed, they would go home and their tremor would get worse. The oor error code was not resolved. The hcp was going to try some alternative programming to see if that resolved the oor. The hcp further mentioned getting x-rays and a possible revision if the issue was not resolved. After being reprogrammed, the patient¿s tremors were being controlled. The patient was still receiving the oor message. The hcp planned to monitor the patient and no interventions were planned. The patient¿s indication for use is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer, healthcare provider (hcp) and a manufacturer representative (rep) regarding a patient who was implanted with a neurostimulator for essential tremor and movement disorders. It was reported by the rep that nothing they did helped the patient's tremor; they could get some improvements in the office, and then a few days later their tremor would be back. They were also getting error messages on the patient programmer (pp). The rep reported a potential fracture of the device; the therapy worked well until (B)(6), when the patient got out-of-range (oor) messages and the rep got a "the delivered amplitude may be lower than the selected amplitude for one or more programs" on the physician programmer (php). Impedances were normal even when checked with the head, neck, and arm were in multiple positions. X-rays were negative for fracture. The lead connector is lower than expected, in the neck at approximately the level of the jaw, which does make it more susceptible to fracture. The patient also had a pacemaker and the rep wondered if there was some electrical interference between the two devices. The cardiologist was wondering if the device was causing issues with interrogating of the pacemaker. The rep stated the patient's tremor was severe right now, as bad as it was before the implant, and was extremely frustrated that the implant was not helping them. The rep discussed the possibility of an outpatient surgery to replace the lead extensions and move the battery further away from the pacemaker. The rep later noted the implant should be programmed in bipolar configuration and minimum of 60hz, and the pacemaker needed to be programmed to bipolar sensing. The hcp reported the patient's settings were monopolar on both sides with the following settings: left - 0-/c+, 3.5v, 90us, 180hz (range 0-4.5), 772 ohms, 4.453ma and right - 8-/c+, 3.3v, 90us, 180 hz (range 0-4.5), 731 ohms, 4.437 ma. The hcp also mentioned the patient's pacemaker was in the right chest and the implant was in the left chest, which put the implant close to the leads of the pacemaker, which were in the heart on the left side of the chest. The hcp suggested that electrical interference was more likely than a left-sided pacemaker with right-sided implant, which is more common. The rep reported the current impedances were, compared to impedance at the time of implant, the same. The hcp had taken impedance recently with the patient in 9-10 different positions, but there was no change. The patient had lost therapy benefit, was now back to baseline, but was not getting any burning or shocking anywhere. Lead location had not been checked via imaging, and it was not known if the patient could increase stim with the pp when the oor was seen as the rep didn't think the patient knew how to bypass the oor screen, however the hcp could with the php. The rep later reported the issue was the pacemaker; they saw the patient today ((B)(6) 2016), switched them to bipolar and all of the error messages went away immediately, and the patient's tremor improved as they were now getting therapy. The cardiologist confirmed the pacemaker was in bipolar. The patient was reported to no longer be receiving oor notifications on the pp or the php.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.